Event description:
During the course of attempting to extract tooth #16 on the patient, the dentist broke off the cap of patients wisdom tooth lacerating the toungue and piercing the floor of the patients mouth approximately 3mm with a sharp dental instrument which has been identified to be an e301 elevator. The patient began to bleed profusely and a sublinqual hematoma formed which obstructed the patient's airway. The patient was hospitalized where an emergency tracheostomy was performed.